Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that the patient presented in clinic for a follow-up after receiving the patient notifier for out of range pacing lead impedances with multiple instances of ventricular noise. The device has recorded vf episodes which appear to be load amplitude, high frequency noise. Lead remained implanted and would be monitored for further instances of lead noise and out of range pacing impedances.